Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the system had a hardware failure. A field service engineer replaced the bad temperature probe to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device. The serial number, UDI and manufacture date details kept blank since there was no medstation asset associated with the remote manager.

Event description:
It was reported by the customer that a pyxis medstation es system remote manager had a hardware failure. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.